Manufacturer narrative:
Potential tibial loosening was reported for patient with a total knee implant. Patient is being tested for potential metal or cement allergy. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential tibial loosening was reported for patient with a total knee implant. Patient is being tested for potential metal or cement allergy. Revision surgery is planned.